Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the electric pen drive device and/or the connecting cable device were broken. According to the report, during the initial instrument set-up, before the surgical procedure began, the electric pen drive device appeared to be working. However, after the procedure began, it was observed that the device worked intermittently at first, and then stopped working altogether. As a result, there was a one hour delay to the surgical procedure as the facility had to borrow a spare identical device from another facility while patient was on the table. There was no patient harm and it was reported that the patient was fine. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The lot number was provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.